Event description:
It was reported to philips that the system would not boot-up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the customer was performing vascular treatment, and the patient was moved to another room to complete the procedure. It was reported that the system was not booting up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the geometry pc was not powering up due to defective power supply. The defective geo pc was returned for failure analysis which was able to confirm the low battery voltage and cmos psu failed. In follow up, fse found power led was not on in geo pc and the power was getting to the pc, but not turning on. Fse replaced the geo pc, load software. After the replacement of geo pc, load software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.